Event description:
The customer stated that when she opened a new carton of test strips, she found the cap open on the bottle of strips. She stated that she performed a control test and received a result of 196 mg/dl. The normal control range was 103-142 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation, as exposure to moisture can cause high test results. Replacement test strips were sent to the customer.